Manufacturer narrative:
Fujifilm initiated a recall on 9/11/2020 to correct the powerjacket issue by providing a software upgrade to synapse pacs 5.7.200us. C&r report (1000513161-09/17/2020-001-c) was submitted to the FDA. On 01/16/2021, the recall was classified by FDA as class ii and assigned the recall number z-0878-2021. No further investigation is necessary.

Manufacturer narrative:
The issue was evaluated and replicated in the fmsu lab. The cause was traced to a java script error. The issue has been resolved; the customer's software was upgraded. If any additional relevant information becomes available, a supplemental report will be submitted. Ref: internal complaint number comp- (B)(4).

Event description:
On (B)(6) 2020 fujifilm medical systems USA, inc. (Fmsu) was notified that the synapse pacs shows incorrect patient study/image in the powerjacket. The issue was reviewed and escalated to the engineering department. On (B)(6) 2020 a risk assessment was performed by the engineering department to investigate risk to patient safety and fmsu quality and regulatory affairs departments were informed of the severity. There was no patient involvement, serious injury or death associated with this event. The issue is considered highly detectable by a healthcare professional; however this report is being submitted in abundance of caution.